Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was an attempted implant due to loss of capture (loc). The procedure was successfully completed with a plugged lv port, as it was suspected the loc was patient related. No adverse patient effects were reported. This lead has not returned for analysis.